Event description:
Philips heartstart mrx monitor defibrillator device screen failed to show the patient's ECG heart rhythm on a drowning patient in cardiac arrest. This delayed determination of the patient's rhythm for 8 minutes.